Event description:
Baxter reports leakage from the tubing of the transfer set after an unknown period of use. The affiliate reports no patient injury or medical intervention as a result of the incident.